Event description:
The manufacturer became aware of a literature published by the¿ muskulo-skeletal radiology department, (B)(6) university, (B)(6). The title of this report is ¿trans-isthmic pars interarticularis screw fixation under CT and fluoroscopic guidance: technical success and clinical outcome in patients with symptomatic low-grade lumbar isthmic lysis ¿, published on april 20, 2021, which is associated with the stryker ¿asnis iii cannulated screw¿ system. The article can be found at https://doi.org/10.1007/s00330-021-07921-x. This report includes analysis of the clinical data that was collected on 50 patients, and the cases in this study range from 2012 and 2019. During the review of the literature, it was not possible to establish a specific device detail, patient information, and at this time no additional device information is available. It was reported that 7 patients experienced persistent pain: 6 patients experienced persistent pain. The report states, ¿of these 45 patients, 7 patients presented clinical failure with persisting pain, reflecting a clinical success rate of (B)(4). ¿ the report also states, ¿when looking at the complications in the cohort, one patient presented radiculalgia following the procedure. Given the correlation between symptoms and the poor positioning of the screw, we performed a screw removal under the same technical conditions (local anesthesia and dual guidance). ¿

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. Device disposition unknown.